Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the client speaker is silent. The alarms cannot be heard in the office. The display works fine otherwise. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The response service engineer and the customer biomed, tested the speaker with another central and it worked. The playback device that was connected to high-definition multimedia interface (hdmi) instead of the local speaker. The fix was to switch to local speaker. The sound on the pic ix was confirmed to be working. The device was functioning as intended and there is no malfunction on the device. The device was confirmed to be operating per specifications and no failure was identified.